Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. Review of the controller log files revealed starting on (B)(6) 2025 at 03:56:35, the yellow wrench advisory alarm activated due to the backup battery not passing the load test. The alarm resolved on its own by 07:55:26. The backup battery alarm did not affect the controller's ability to operate the pump at the set speed. The returned heartmate ii system controller (serial number (B)(6) was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No backup battery fault alarms were reproduced during testing. Multiple backup battery load tests were initiated during testing and no faults were reproduced. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarms. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) IFU with heartmate touch ¿alarms and troubleshooting¿, explains how to properly interpret and troubleshoot backup battery fault alarms. The heartmate ii IFU, section 8 - ¿equipment storage and care¿, explains how to properly maintain the integrity of the system controller. The IFU cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient indicated that the patient had several backup battery faults. When the time left was checked on the battery, the indication was 16 months. The patient also indicated to see some unknown alarm with broken heart indicator displayed. The patient indicated they would tap on system controller and alarm would stop. Log files were submitted for review. The log file captured emergency backup battery faults on (B)(6) 2025 due to the ebb failing load test. There were also isolated low flow events captured on (B)(6) 2025 which may have been too brief to trigger an alarm. The system controller was replaced.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.